Event description:
It was reported that upon interrogation of the device, oversensing was observed on the ventricular channel. The oversensing could not be reproduced with provocative testing. The physician decided not to take any action. The patient condition was good and will undergo routine follow up.